Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp left heart vent catheters, it was reported  that the product was being used as part of an ECMO circuit, and that the staff wrapped tape around the luer cap/vent port as it may come loose and let air into he ECMO circuit. The patient was transferred from women¿s and children¿s hospital to flinders private, due to bleeding the patient had to come to theatre. After the patient was placed onto the operating table, it was noted that air was in the ECMO circuit, this was quickly clamped off and it was evident the vent/luer had snapped and was letting air into the circuit. See attached photos. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the luer port is broken off. Evidence of the damage has been provided by the customer. Reason for return was confirmed. Additional information b5. Medtronic received additional information that the tip was not obstructed. The tip did not detach from the cannula body, it was the luer that detached. The cannula was not heated or cooled prior to use. The cap was not loose prior to the procedure but the customer was concerned that the cap of the luer may become loose during use, therefore, they tightened and taped it when the device was inserted. The customer queried whether it was overtightened. Air was observed coming back after the surgeon interacted with the luer cap during the return to theatre. The vent was placed in the left ventrical (lv) through the left atrium (la). The vent was placed on (B)(6) 2025 and was removed/broke on (B)(6) 2025. Medtronic received additional information that the cap did not fall into the patient. The luer cap was recovered. It was picked up by hand. The same insertion site was used for the replaced catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b2: outcome attributed to adverse event updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.